Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional. Information regarding: PMA/510k #: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The returned catheters did not appear to contain powder. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge with a small gap. Powder was present on the exteriors of both the device and the catheters. When tested as returned, the device did not spray as intended. However, it is expected that the device will not spray as the co2 cartridge should be deactivated prior to return. We consider the complaint confirmed as the device cannot be tested with original co2 cartridge. The co2 cartridge did not discharge upon deactivation of the device. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device sprayed as intended. When sprayed with the catheters attached to the nozzle, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. The device functioned as intended with a new co2 cartridge. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The activation knob was not completely flush with the device handle upon return. If the activation knob is not turned all the way upon activation, this can cause co2 leakage and device failure. It is unknown if the root cause could be related to co2 leakage since it is unknown if the device was purposely deactivated before return, or not activated fully during use. The instructions for use instructs: "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a gastrointestinal (gi) hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. When the physician attempted to spray, the carbon dioxide (co2) cartridge did not deploy the spray. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.